Event description:
It was reported that a malfunction error with code malf 16 occurred on the customer's pump. The impact on the customer's blood glucose level is unknown, as the customer declined to answer whether it exceeded 500 mg/dl. To address the issue, the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days, which the customer understood and acknowledged.